Manufacturer narrative:
(B)(4). Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was dispatched from emergency medical services and they were taken to the emergency room and then admitted to the hospital on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 490 mg/dl. The customer also experienced nausea, vomiting and dizziness symptoms. The customer was kept over night in the hospital and was treated with manual injections, intravenous insulin drip and fluids.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on unknown date with blood glucose level was unknown. Customer stated insulin pump had hardware low level failure alarm. The insulin pump will not be returned for analysis.